Manufacturer narrative:
H6-cracked blade. Eval summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported by the affiliate that during a thyroidectomy, these 2 shears were used. The first one got blocked after 20 mins of use and the second one after 10 mins, for no apparent reason. The surgeon finished the case using the traditional technique. There was no pt consequence.